Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) pump. A revision had been scheduled; however, following an unrelated fall in the days prior to the surgery, the procedure was cancelled. Once the patient healed, a new revision was scheduled. There were no patient complications.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) pump. A revision surgery was scheduled to address the experience. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) pump. Following an unrelated fall, the procedure needed to be rescheduled. Once the patient healed, it was noted that the pump was functional; however, the patient experienced difficulty reaching and accessing the component. A surgical procedure was performed in which the existing pump was replaced for a component with a greater tubing length. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual inspection of the pump did not note any damage or defects. The pump passed the leakage test performed. Upon functional analysis, it was noted that the pump did not pass the activation tests. The component not passing the activation test was most likely the cause for the reported mechanical issues; therefore, the allegation was confirmed. Although not all tubing was returned for analysis it was deemed likely that it was short for the patient as difficulty of access to the pump was reported.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) pump. Following an unrelated fall, the procedure needed to be rescheduled. Once the patient healed, it was noted that the pump was functional; however, the patient experienced difficulty reaching and accessing the component. A surgical procedure was performed in which the existing pump was replaced for a component with a greater tubing length. There were no patient complications.